Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after being exposed to external defibrillation. It was noted that the patient had recently received an external shock after experiencing cardiac arrest. Firmware download was successfully performed and the device was reprogrammed to nominal settings. No patient symptoms were reported.